Manufacturer narrative:
Based on the claim against the product by the customer noting that the long bipolar grasper (lbg) instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The lbg instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.126" x 0.076" was found to be broken off. The broken piece was not returned. The complaint regarding a broken lbg instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: during a da vinci assisted procedure, the lbg instrument broke and a fragment fell inside the patient which was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the long bipolar grasper (lbg) instrument was broken. The broken piece fell into the patient¿s anatomy. The customer retrieved the fragment during the same procedure. The customer used a backup lbg instrument to continue with the procedure. The procedure was completed robotically. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the lbg instrument was inspected prior to use with no issues found. There was no issue with the functionality of the instrument during the surgical procedure. The lbg instrument was removed during the procedure prior to the tip breakage, and the instrument wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the lbg instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula and the instrument after the event occurred. The fragment was removed by using another unspecified instrument. It was confirmed visually that all fragments were retrieved. No additional surgery or post-operative test was performed. The patient has not returned to the hospital due to any complication after the procedure.